Manufacturer narrative:
The service inspection confirmed the customer¿s reported issue as the bending section cover at the distal area was ruptured/torn/no leak test was performed due to exposed internal elements. Additionally, the adhesive at the distal end objective lens was found missing. Also, the bending section cover glue was lifted, the image is saturated, and there are scratches on the video cable. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed that the customer visera cysto-nephro videoscope was returned to the service center for repair of a reported ¿distal tip covering malfunction¿ during reprocessing. However, the service inspection identified the adhesive at the distal end objective lens was missing. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by stress of repeated use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "inspect the covering of the bending section for sagging, swelling, cuts, holes, or other irregularities." Olympus will continue to monitor field performance for this device.